Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Upon completion of the analysis, marks were noted on the lead terminal pin wherein a very slightly wavy cable and coils were noted. The helix was also retracted.

Event description:
Boston scientific received information that the physician placed more force than he thought was necessary to insert this lead into the header. An analysis was then requested. This lead was explanted. No adverse patient effects were reported.